Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempted to load a new cartridge, the pump skips over the "detecting cartridge" step. Troubleshooting with tandem technical support was performed, and customer was able to successfully load the cartridge onto the pump. Customer had elevated blood glucose levels (400 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.